Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. The device history record was not reviewed due to lack of product identification. Attempts have been made to gather all product identification information, and no further information has been provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). D10: medical product: unknown vanguard femoral component: catalog#ni, lot#ni; unknown vanguard articular surface: catalog#ni, lot#ni. G2: foreign: event occurred in germany. G2: literature: katsaras, a., noeth, u., rackwitz, l. Et al. Precision analysis of robotic-assisted total knee arthroplasty. Experience from a high-volume center. Arch orthop trauma surg 145, 417 (2025). Https://doi.org/10.1007/s00402-025-05997-4. The product will not be returned to zimmer biomet for investigation, as the product currently remains implanted. The investigation is in process. Upon completion of the investigation, a follow-up MDR be submitted.

Event description:
A journal article was obtained on that reported a retrospective study from germany. The purpose of the study was to examine and compare surgery morbidity, short-term outcomes, and patient recovery after implementation of a robotic-assisted semi-autonomous surgical tool (ra) versus (2) conventional jig-based instruments (jb). The study reviewed 182 tkas, 91 robotic-assisted procedure and 91 conventional jig-based procedures. In all cases a medial parapatellar approach was performed. A cruciate retaining tka model with a j-curved femoral profile and a fixed-bearing design was used in all cases (vanguard knee®, zimmer-biomet, warsaw, indiana, USA). All implants were cemented (unknown cement) and no patella resurfacing was initially performed in the included patient samples. All robotic-assisted operations were performed with the rosa® knee system (robotic surgical assistant®, zimmer-biomet, warsaw, indiana, USA). The study population had a mean age of [70.75yrs jb group and 71.6yrs, ra group] years at time of surgery (range, 69.89-72.61 jb and 69.92-73.28 ra); (31 males/60 females jb group and 42males/49 females ra group). Follow-up was conducted at days 1-5 post-op with every patient checked for early inpatient complications and any possible subsequent readmission and/or re-op relevant to the knee within the first 90 days after surgery. The study reported one (1) case of an early staphylococcus infection in the robotics group that occurred within the first four (4) weeks post-operatively. The patient was treated with a dair procedure (debridement, antibiotics, and implant retention). Due diligence is complete as multiple attempts have been made however no additional information has been made available.